Event description:
It was reported by service report that the bed goes into reverse trend on it's own. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail printed circuit board malfunction.